Event description:
It was reported "a central venous catheter was inserted on (B)(6), with no initial malfunction. A few days later, the distal and proximal lines malfunctioned (aspiration impossible but injection possible). We observed a clinical deterioration on (B)(6), prompting a new scan, which showed extravascular protrusion of the central venous line over 14 mm, laterocaval." Precautionary measures and actions taken: removal of the cvc on 12 september after transfusion of a concentrated unit of platelets (cup). The follow-up blood count 5 hours after the removal did not show any drop in red blood cells and the haemodynamic status was maintained." Additional information was requested from the customer; however, further details have not been provided at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review could not be performed as the lot number reported by the customer is not a valid lot number. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "a central venous catheter was inserted on 5 september, with no initial malfunction. A few days later, the distal and proximal lines malfunctioned (aspiration impossible but injection possible). We observed a clinical deterioration on 11 september, prompting a new scan, which showed extravascular protrusion of the central venous line over 14 mm, laterocaval." Precautionary measures and actions taken: removal of the cvc on 12 september after transfusion of a concentrated unit of platelets (cup). The follow-up blood count 5 hours after the removal did not show any drop in red blood cells and the haemodynamic status was maintained." Additional information was requested from the customer; however, further details have not been provided at this time.